Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt to obtain additional info. The pt said the alleged product issue first occurred 2 days before at an unk time. The pt obtained blood glucose readings of 284 and 267 mg/dl on the reported meter and the pt took an increased dose of novolog insulin. The pt reported having unspecified low symptoms during the issue. She received treatment or advice from health care professional. She unhooked her [insulin] pump and took glucose tablets 2 days after. The cca walked the pt through a control solution test on another one touch ultra mini meter; the result of 128 mg/dl was outside of specifications (90-120 mg/dl). The cca confirmed that the test strips and control solution were not expired. The test strips were in good condition and the code on the meter matched the test strip code. The cca walked the pt through retesting with control solution and the result was within specifications. The pt's products were replaced. The complaint is reported because the pt alleges she obtained inaccurately high blood glucose and control solution readings on 2 different lfs meters. She claims she took additional insulin, experienced low symptoms, and disconnected her insulin pump and took glucose tablets.